Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an ''o2 alarm" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "o2 supply pressure low -2020" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. This report was inadvertently submitted an reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.